Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that electrode 7 had an error. The electrode displayed voltage too high error during the surgery. Change another one to complete the surgery. There was no patient consequence. The customer's reported electrode error is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 10-jul-2025, the bwi pal revealed that a visual inspection found the tip-shaft transition broken and wires exposed. These findings were assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, and functionality test of the returned device were performed.. Visual inspection revealed the tip-shaft transition was broken with exposed wires, no other damage was detected during the inspection. The device was connected to the carto 3 system and the generator; and a pulse field ablation (pfa) cycle was performed; however, it was visualized black electrodes on the system. Due to the separation, the polyurethane (pu) condition of the transition was inspected and was found within specifications, no polyurethane (pu) issues were detected. The device was dissected and the electrical bound were inspected and no damage was found; however, it was found an open circuit at the tip area that corresponding to the black electrodes detected during the test. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. Due to the black electrodes found during the test it was deemed that this failure could be related to the hardware error reported by the customer. The potential cause of the open circuit could not be determined. The physical damage found during the analysis was unrelated to the reported event by the customer, the potential cause of the damage could be related to the manipulation of the device during the procedure; however, this could not be determined. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to varipulse catheter approved under p240006. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).